Event description:
It was reported that the surgeon failed to properly secure the set screw to the centering sleeve during the original surgery. A revision surgery was required to correct.

Manufacturer narrative:
Na